Event description:
Surgeon reported to bfarm: "patient underwent cementless htep implants in (B)(6) in 2018. After 2 years, the inlay broke for no apparent reason and was replaced by the same surgeon in (B)(6). After another 2 years, the pe inlay broke again without any apparent cause. We performed a complete cup-inlay-head exchange on (B)(6) 2022." Doi 2020 dor (B)(6)2022. Pateint yob (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Based on observation on involved devices, it was possible to identify a disassociation event among cup and liner since the liner's interlock feature was found fractured. Also, a portion of the inner surface of the cup denoted interaction with femoral head most likely caused after cup and poly liner disassociation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.